Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2017, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2017, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on 2017-06-05. The patient reported that they were implanted with a spinal cord stimulator (scs) on (B)(6) 2016 for pain. The patient reported that she met with her doctor (hcp) and a manufacturer¿s representative (rep) to turn on the scs. The patient reported that when the scs was turned on the stimulation was felt on the wrong side of the body. The patient reported that after several attempts it was decided that the leads were placed in the wrong side of the body and would require a revision and a date was set. The patient reported that a week after a date was set, they were informed by the hcp that she may be referred to a neurosurgeon for the implant of a paddle instead of a lead stimulator. The patient reported that the surgeon said she should have had a pump rather than an scs. The patient reported that a revision of the lead took place but the paddle was not required. The patient reported that she was informed that the leads were okay but was required to be repositioned. The patient reported that she returned to the hcp office to turn on the lead after revision and there was stilla problem with stimulation. The patient reported that after several attempts, it was concluded that the patient¿s scoliosis prevented the leads to work as intended and the scs would be explanted. The patient reported that she was still experiencing pain and the leads were still implanted. The patient reported that the leads couldn¿t be used but it needed to be charged from time to time until explant. The patient reported that she thought a third surgery could have been avoided if her x-rays were properly checked before surgery. The patient reported that it had now been determined that she would be a good candidate for a pump after a pump trial 3 weeks prior to the report.

Event description:
Information was received from a consumer implanted with a neurostimulator (ins) for spinal pain. It was reported that the ins did not work for the patient and they were getting ready to take it out. Patient stated when they first tried to turn the ins on 5-7 days after implant, her right leg shot up. Patient also stated they did a fluoroscope and found that the leads were not connected in the proper area. Patient stated they had to do a revision and replaced the leads on (B)(6) 2016. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
It was determined that this event is related to MDR#: 3004209178-2016-14979. All additional information received regarding this event will be reported in MDR#: 3004209178-2016-14979. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID 977a260 lot# serial# (B)(4) implanted: (B)(6) 2016.: product type lead product ID 977a260 lot# serial# (B)(4). Implanted: (B)(6) 2016 product type lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on (B)(6) 2017. The patient reported that she was calling in response to a letter. The patient reported that this was the third letter she had received and she had already sent back the previous two. The patient reported that there was only one question was different, which asked about the outcome/if the problem was resolved. The patient reported that it had not been resolved, she was planning to have to system explanted and have a pump implanted. The patient reported that the explant was not scheduled yet but had a meeting to discuss it on the day after the report with the surgeon. The patient reported that there were two reasons why her stimulation didn¿t work, first the surgeon placed the lead in the wrong area and stimulation didn¿t work and second time she had a revision and it was done correctly however she had scoliosis and when she moved her spine turned and it moved the leads and that was why it didn¿t work and that¿s what the manufacturer¿s representative told her. No further co mplications were reported.